Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that around four times the foley catheter removal was attempted and during each attempt the patient endued severe pain. Customer stated that visual inspection revealed defect in balloon and nurse practitioner did cut balloon for successful removal.

Event description:
It was reported that the foley catheter removal was attempted for four times and during each attempt patient endued severe pain. Customer stated that visual inspection revealed defect in balloon and nurse practitioner did cut balloon for successful removal.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One samples exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted the inflation funnel was cut upon return. Visual inspection of the sample also noted a form of indentation on the balloon surface. Further evaluation could not be tested due to the sample condition. This is out of specification per inspection procedure, which states, " balloon must not cuff after deflation. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.